Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. During the evaluation, returned instrument testing evaluation (rite) was performed. The device failed electrical testing due to earth leakage current. An external inspection with no abnormalities noted. An internal inspection revealed fluid in the pneumatic system. It was determined that the cause of the rite failures was fluid ingress into the pneumatic system. The cause of the fluid ingress could not be determined. Should additional relevant information become available, a supplemental report will be submitted.